Event description:
"The type of procedure performed was a posterior fusion. The patient was in a prone position with their face in contact with the jell side of the horse shoe headrest. The jell pads on horse shoe moved inward from patient. Thereby patient really resting on framing of horse shoe not jell pad. The location of the injury was in the area of the forehead and cheek-bilateral, almost entire forehead approximately 1 inch x 3 inch on cheeks. Pressure areas raised and blanced in color, not reddened. No apparent injury to eyes, the resident checked patient in ptcu and in pt unit. Skin normal next morning according to doctor".